Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they experienced a loss of therapy on (B)(6) 2016. The patient was up that night "like 4 times" going to the bathroom. Stimulation was not felt although therapy was on. During the call, the patient increased stimulation and felt it in the correct area. The patient again experienced issues in early (B)(6) 2016. It was stated they seemed to be going to the bathroom twice as much more. The patient had been playing with the patient programmer and wanted to ensure they didn' turn therapy off. They were again not feeling stimulation, but the therapy was on. Stimulation was increased from 1.3v to 1.4v on program 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.